Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.

Event description:
It was reported the 'graft (was) too thick on one side'. No other information was provided. Additional information was requested numerous times by integra.